Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported patient effects of angina and ischemia are listed in the xience prime long length (ll), everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported detachment of device, entrapment of device or device component, foreign body in patient and the subsequent treatments appear to be related to circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with myocardial ischemia and the procedure was performed to treat multiple stenotic coronary lesions. Following the deployment of two abbott stents in the left circumflex coronary artery and the completion of unspecified treatment for the diagonal artery, pre-dilation of the proximal left anterior descending (lad) coronary artery was performed. A 3.5 x 38 mm xience prime stent was then deployed at the lad; however, the balloon failed to deflate and the delivery system could not be retracted [entrapment] as the push rod broke [shaft separation]. A non-abbott guide wire was advanced in an attempt to puncture the balloon but was unsuccessful. Repeat angiography confirmed reduced blood flow to the mid lad with timi flow grade 2 and the patient reported chest tightness. The patient was transferred to another hospital so a coronary artery bypass graft (CABG) could be performed. No additional information was provided.